Event description:
Medtronic received information that moderate paravalvular leak (pvl) was noted following the implant of this transcatheter bioprosthetic valve. A second valve was implanted valve-in-valve at the same depth with no observed improvement to the pvl. Subsequently, a balloon aortic valvuloplasty (bav) performed, which reduced the pvl to a mild/moderate level. No further treatment was administered. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; a conclusive root cause could not be determined from the limited available information. In this case, the moderate pvl improved to mild/moderate pvl after post-implant balloon aortic valvuloplasty was performed.